Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) reviewed device data and noted the cause of remote monitoring being disabled was a low single loaded battery voltage measurement of 2.018v. It was noted that the device is at risk of entering safety mode and replacement was recommended. At this time this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services (ts) reviewed device data and noted the cause of remote monitoring being disabled was a low single loaded battery voltage measurement of 2.018v. It was noted that the device is at risk of entering safety mode and replacement was recommended. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.